Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had an alarm loop leaked. The department replaced the equipment itself, and no personnel were injured.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported condition. During evaluation safety disk fault was identified bu the fse. The fse replaced the safety disk. No fault logs were available for review. All functional and safety checks were performed and confirmed to meet factory specifications.

Event description:
N/a